Event description:
Needle on autosuture endo stitch broke during the surgical procedure. An x-ray was taken, needle fragment was located and removed. Additional x-ray and extended surgery time was necessary.